Event description:
Blood glucose results of "137 mg/dl, 253 mg/dl and 127 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The pt was unable to perform a control solution test as the pt does not have any control solution. The meter, test strips and control solution were replaced.